Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low blood glucose of 53 mg/dl and a glucometer-confirmed low of 46 mg/dl. During one documented event, consumed approximately 2 liters of soda while pausing insulin delivery and using a freestyle libre 3+ continuous glucose monitor (cgm). The event was attributed to improper treatment technique rather than a device malfunction. No adverse clinical symptoms associated with hypoglycemia reported lasting about two hours. Outcomes included the need for oral glucose treatment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to failure to follow instructions for treating hypoglycemia, and noted that no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.